Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to safety assert system. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to resmed. Review of the device logs confirmed the reported complaint. However, the reported complaint could not be replicated. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device main circuit board was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint. Visual inspection of the main circuit board revealed dried liquid marks. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination of the main circuit board due to device misuse. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to safety assert system. There was no harm or serious injury reported as a result of the incident.